Event description:
A hydrothermablator (hta) endometrial ablation system procedure set was used during a hydrothermablation procedure dated (B)(6), 2010. According to the complainant, after filling the hta system, the cap was removed for hysteroscopy. At the start of the heating phase, fluid was observed to be leaking from the tubing connection at the console. The connection leak was corrected and the hysteroscopy completed without issue. After a few minutes into the ablation phase, the machine prematurely proceeded into cool down phase. No anomalies were observed prior to the system advancing to cool down. The hydrothermablator (hta) endometrial ablation system procedure set was replaced and the procedure was successfully completed. There were no complications, the patient received adequate ablation and was reported as fine. Additional attempts have been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.